Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys, including a surgical lead, on (B)(6) 2010. It was reported the scs stimulation could not be increased due to high lead impedances. The physician reprogrammed the pt's scs sys multiple times but was unable to regain adequate stimulation to cover the pt's pain. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the lead remains implanted. No further pt complications were reported.